Manufacturer narrative:
Section a3b and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted and replaced with the same model lens with same diopter in the secondary procedure. This was due to a flipped cylinder after surgery. There was no patient injury. There were no daily activities affected. No other information available.